Event description:
A report was received that when the trial leads were removed from the patient an infection was evident at the left entry wound. The patient was admitted to the hospital and received an IV antibiotic drip. The cause of infection is unknown due to not knowing the compliance of the patient.

Manufacturer narrative:
Expiration date: ni

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that when the trial leads were removed from the patient an infection was evident at the left entry wound. The patient was admitted to the hospital and received an IV antibiotic drip. The cause of infection is unknown due to not knowing the compliance of the patient.